Event description:
A patient reported experiencing inaccurate high results with a one touch profile meter. The patient's blood glucose results were 423mg/dl, 123mg/dl. Tests were done within <10 minutes with a difference of 97%. Patient did not experience any adverse events. No further information has been reported. Customer control is expired.